Event description:
The user reported that the keypad buttons did not activate desired pump functions when pressed. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump was returned to animas. Evaluation revealed contamination under keypad button contacts. The up arrow button did not activate desired pump functions when pressed. The contrast button intermittently activated the display light. The other buttons functioned correctly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Unrelated to the complaint the battery compartment was cracked and the display was dim.